Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during pump priming for an implant, the glue was fraying on the bend relief and driveline of mlp-058827. The pump was ultimately not chosen to be implanted by the surgeon due to the patient's therapy designation as destination therapy and concern with the cable's integrity. This pump was never used on the patient. A new pump was open and used. The second pump opened, mlp-060646, also had some fraying that looked worse than the first pump, but the surgeon decided to continue with use with the understanding that there was no way of knowing the consequences of continuing use.